Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed software error and rtc problem. Blood glucose value is unknown. The customer was called back on 10/20/2015 and his spouse stated that the customer resolved the issue and no troubleshooting was done. The insulin pump would not be replaced or returned for analysis.